Event description:
It was reported that customer pump screen was broken, with touchscreen cracked, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer pump was confirmed to start, charge, and connect to computer, device was planned for return for further evaluation, and replacement pump was arranged through distributor.